Event description:
Same patient as MFR #: 2134265-2013-02632. It was further reported that prior to the index procedure, the patient had presented with chest pain and elevated troponin. EKG revealed a right bundle branch block with significant st-segment depressions laterally. Target lesion # 1 began in the ostium of the proximal svg. Slow flow was noted throughout the graft and was treated with balloon angioplasty and intracoronary integrilin and adenosine. It was noted the slow flow was not related to any previously placed bsc stents. In february 2013, the patient was complaining of shortness of breath and underwent computed tomographic angiography (cta) which revealed pulmonary embolism and a large loculated fluid collection in the atrium mediastinum. Simultaneously, cta of the arterial phase showed evidence of the 6 x 4 cm pseudoaneurysm coming off the saphenous vein graft (svg); this was previously reported to have occurred in march 2013. The next day, the patient was consulted for same and considered for possible surgery. In march 2013, the patient was treated with direct stent placement of non-bsc stent along with 4.00mm x 20 mm promus element drug eluting stent in svg. One day post procedure, the event was considered as resolved. The patient was discharged on both clopidogrel and aspirin the following day.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that post target vessel revascularization, the patient's condition was stable.

Event description:
Promus element plus clinical trial. It was reported that following a percutaneous coronary intervention, a pseudoaneurysm occurred. In (B)(6) 2013, the patient was presented with myocardial infarction (mi) and was referred for cardiac catheterization. The 95% stenosed de novo target lesion # 1 was located in the proximal saphenous vein graft (svg) to proximal left circumflex (lcx) artery with reference vessel diameter of 5mm and a lesion length of 20mm. After predilatation, a 4.00 mm x 24 mm promus element plus stent was advanced and deployed in the target lesion. Post dilatation was performed resulting in 10% residual stenosis. The 70% stenosed denovo target lesion # 2 was located in the distal svg to distal cx with reference vessel diameter of 3 mm and a lesion length of 12mm. A 3.00 mm x 16 mm promus element plus stent was advanced and deployed at the target lesion with 0 % residual stenosis. In (B)(6) 2013, patient was presented with pseudoaneurysm in svg to lcx that prolonged hospitalization requiring the patient to undergo percutaneous coronary intervention. A non bsc stent was advanced and deployed. After 2 days following the procedure, the patient was discharged on clopidogrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event date corrected from (B)(6) 2013 to (B)(6) 2013. (B)(4).